Event description:
Incident as reported: lap chole - "received a call from oroville hospital dr. (B)(6) had used the epix universal clip applier ca500, after product was used scrub tech noticed an unk metal piece that was thought to be part of the clip applier."

Manufacturer narrative:
The incident device anticipated to return. A follow-up report will be provided within 30 days or upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional info, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.